Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels range from above (240 mg/dl-380 mg/dl)with moderate ketones. The customer took a manual injection, consumed water and bolus via the pump to stabilize bg level. During troubleshooting with tandem technical support, the customer noted air bubbles in the luer lock. Reportedly, the customer was not properly removing cartridge air prior to inserting insulin and had loaded cartridge with cold insulin. The customer was instructed on how to load a cartridge.